Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator went into backup mode. The patient presented in clinic for follow up. Upon review, inappropriate shocks had been delivered due to the backup mode. The device was reset and reprogrammed. There were no patient consequences.